Event description:
It was reported that the patient was revised with suspicion of adverse local tissue reaction approximately 15 years post implantation. During the revision there was a pseudo capsule, corrosion, lytic inflammation, gray staining, black lytic membrane material found and bone defect. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 11-173661 lot number:036230 brand name: m2a 38mm mod hd, catalog number:rd118848 lot number:942430 brand name: m2a 38mmx48mm cup,and catalog number:162501 lot number:170890 brand name: answer 9x125 cocr lat. Multiple reports were submitted along with this report: 0001825034-2022-00678. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple reports were submitted along with this report: 0001825034-2022-00992. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: failed right total hip replacement with suspected altr from metal on metal bearing. Pseudo capsule and lytic inflammation encountered, gray staining of synovial lining and thickened yellow tan tissue developed and debrided. Corrosion to the trunnion noted and cleaned. Defect behind acetabulum involving posterior portion of the posterior column, cup appeared to be well fixed to the ilium. Black lytic membrane tissue debrided from the hip joint space and allograft bone placed into defect. Noted black material to greater trochanter and debrided. Reported event was confirmed by review of medical records provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.